Event description:
It was reported that the paitent's stimulation was turning on and that the patient received no stimulation sensation. Additional information had been requested, but was not available as of the date of this report.

Event description:
It was later reported, the patient¿s battery was replaced on (B)(6) 2014 due to normal battery depletion. Additional information from the healthcare provider stated the patient had a dead battery. It was noted the battery died in (B)(6) 2012 and they tried increasing the power but did not feel anything. It was stated the patient¿s implantable neurostimulator (ins) was replaced on (B)(6) 2014. Battery replacement was previously reported in manufacturer report #3004209178-2014-03625.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experience a loss of therapeutic effect noted as a loss of bladder control and needed to catheterize themself. The patient was sent to yorba linda university where extensive tests performed determined that their implantable neurostimulator (ins) needed to be replaced. It was also reported by the patient that their ins had been dead "since about a year ago". It was noted that when the ins was working, the "thing was marvelous". The patient stated that they had no troubles with their urinary system until last year. Further follow up information was requested but was not available at the time of this report. See manufacturer's report #3004209178-2013-21178 for infection issue.

Manufacturer narrative:
Programmer model 3031a, serial# (B)(4), extension model 3095-10, serial# (B)(4), implanted: (B)(6)-2005, explanted: na, lead model 3093-28, lot# j0519438v, implanted: (B)(6)-2005, explanted: na.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the batteries needed to be replaced. The patient outcome was not provided. If further information is received, a supplemental report will be filed.